Event description:
It was reported that during angioplasty procedure, the balloon allegedly busted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The device appeared bloody and a complete compound balloon rupture was noted and the balloon detached into 2 segments exposing the inner guide wire lumen, the fist segment consist of the proximal part of the balloon and the catheter and second segment consist of remaining distal end balloon and the distal tip. No other anomalies noted. Therefore based on the submitted the reported balloon rupture as compound balloon rupture noted and identified balloon detachment. Therefore the investigation was confirmed for the reported balloon rupture as complete compound balloon rupture noted on the submitted photo. The investigation was also confirmed for the identified balloon detachment as the balloon detached into two segments exposing the inner guidewire lumen. A definitive root cause for the reported balloon rupture, identified balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023). Device not returned.

Event description:
It was reported that during angioplasty procedure, the balloon allegedly busted. There was no reported patient injury.